Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported via a manufacturer representative that the 0-7 lead had abnormal electrode impedances (> 10,000 ohms). The hcp has offered to replace this lead. The patient was unsure if she wants to have the lead replaced. There were no known factors that led to the issue. The rep changed programming to get the desired paresthesia. No symptoms or further complications were reported.